Event description:
We were scanning the patient for their echo and switched probes to the peds probe. The patient jumped, he said that he was burned. I spoke with the patient after and he said it felt like a shocking sensation.